Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer reported event with high blood glucose incident due to bent cannula. Customer blood glucose level was 30.7 mmol/l. Customer current blood glucose level was 15.7 mmol/l. Customer was treated with insulin pump for high blood glucose level. Customer was assisted with troubleshooting for high blood glucose customer was admitted to the into the hospital via emergency room on (B)(6) 2021. Customer blood glucose level was 30.7 mmol/l when admitted to hospital. Customer stated that they had a symptoms like headache, feeling unwell, temperature, slight confusion, shaking hands, slight vision changes, higher blood pressure and pulse. Customer was treated with intravenous insulin drip in the hospital. The device will not be returned for analysis.